Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that upon interrogation, the pump showed a motor stall and tube set in the logs. It was noted that the patient had an MRI on (B)(6) 2016 and did not have the pump status checked then. The patient was asymptomatic and was hearing no alarms. After interrogation they heard the pump alarming. It was unknown if the MRI was done due to a suspected problem with the device or therapy. It was later reported that the pump was filled and updated and a motor stall recovery was observed in the logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.